Manufacturer narrative:
Lens has not been returned to the company at the time of this report.

Event description:
From the completed complaint follow-up form: "peripheral ulcer." "Lens was part of a clinical study. (B)(4) medical attention/intervention was required. Medical attention/intervention was required to prevent visual impairment or permanent damage to the eye. "Subject suspended contact lens wear and was prescribed antibiotic/steroid combo." "After 7 days of treatment with antibiotic/steroid combo, ulcer resolved 100%. Subject resumed contact lens wear."